Event description:
The remstar auto a-flex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and object code indicate blower contributing to the foam degradation. Additionally, the service technician also noted error code present e053 (err_comp_log_sem in the device logs. There was also presence of dust/dirt in the device. The device was scrapped by the service center after the evaluation was completed.